Manufacturer narrative:
Testing of actual/suspected device (10/3233): the getinge field service engineer replaced the drive manifold then completed the inspection. All. A supplemental report will be submitted upon completion of our investigation. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Tit is expected that the suspected faulty drive manifold will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that during inspection by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, component code, investigation findings, investigation conclusions),h10. Additional contact information : (B)(6).

Event description:
N/a